Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited high out of rane pacing impedance measurements greater than 2,000 ohms in bipolar configuration. Pacing impedance measurements were noted to be stable and acceptable in unipolar configuration. Fluoroscopy noted no anomalies. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.